Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a moderately tortuous and severely calcified lesion located in the mid rca. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that removal difficulties occurred following balloon inflation. No patient injury reported.

Manufacturer narrative:
It was difficult to remove the device on the wire. There was no balloon deflation issues. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #240309410:device decontaminated with cidex-opa. The guidewire did not return for evaluation. Sheath and stylette were loaded in device. There was no deformation to the distal tip. A 0.014 inch guidewire was backloaded through the distal tip and advanced proximally through the guidewire entry port with no resistance noted. A 0.014 inch guidewire was frontloaded through the guidewire entry port and advanced distally through the distal tip with no resistance noted. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.